Event description:
It was reported that the patient implanted with this pacemaker had experienced syncopal episodes for the past two months. The patient was seen in the emergency room (ER) and a device interrogation found the pacemaker was operating in safety mode. A holter monitor was performed and showed bradycardia and sinus pauses. The device was explanted and replaced. It was noted a new right ventricular (rv) lead was also implanted. The manufacturer of the chronic rv lead was unknown. No additional adverse patient effects were reported. The explanted pacemaker was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker had experienced syncopal episodes for the past two months. The patient was seen in the emergency room (ER) and a device interrogation found the pacemaker was operating in safety mode. A holter monitor was performed and showed bradycardia and sinus pauses. The device was explanted and replaced. It was noted a new right ventricular (rv) lead was also implanted. The manufacturer of the chronic rv lead was unknown. No additional adverse patient effects were reported. The explanted pacemaker was expected to be returned for analysis. While investigating the location of the explanted device, it was discovered that the original model/serial numbers provided were incorrect. The device has since been returned and is undergoing laboratory analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This report is being filed to correct the device model and serial numbers. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This report is being filed to correct the device model and serial numbers. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. Additional testing was performed and a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the patient implanted with this pacemaker had experienced syncopal episodes for the past two months. The patient was seen in the emergency room (ER) and a device interrogation found the pacemaker was operating in safety mode. A holter monitor was performed and showed bradycardia and sinus pauses. The device was explanted and replaced. It was noted a new right ventricular (rv) lead was also implanted. The manufacturer of the chronic rv lead was unknown. No additional adverse patient effects were reported. The explanted pacemaker was expected to be returned for analysis. While investigating the location of the explanted device, it was discovered that the original model/serial numbers provided were incorrect. The device has since been returned and analyzed.